Manufacturer narrative:
Patient was transferred from wheel chair and bed. Component attaching slingbar to vega floor lift detached and patient fell to the floor. Patient sustained serious neck injuries and brain hemorrhage. Manufacturer was notified about the injuries on (B)(6) and later on (B)(6) was notified about the death of patient. Manufacturer initiated an internal investigation on the incident.

Event description:
Sling bar detached from lift and patient fell to the floor causing serious injuries.